Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that the pump and pump battery felt warm to touch. The patient denied getting burned or developing redness on her skin because of the alleged issue. The patient also claimed that she smelled the odor of chemicals but denied observing moisture or corrosion in the battery compartment. No battery warnings were noted in the history. She claimed that the battery cap was intact and secure. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt warm to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.